Event description:
A 2.5 mm diameter x 8 mm length endeavor drug-eluting coronary stent was successfully implanted in an unk lesion. Implant info is unk. The pt did not show up for their 4 year f/u appointment. It was reported that the pt expired of unk causes. No add'l info has been obtained. Investigator assessment stated that the relation between the study device and the event is possible; however, there is no relation between the event and the procedure and the drug polymer.

Manufacturer narrative:
(B) (4): eval, results: (death).